Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for the irregular movement of the mitraclip delivery system (cds), which has potential to cause or contribute to serious injury. It was reported that the cds was noted to dive lateral when steering down to the mitral valve. There was no challenging anatomy observed. Tension was relieved on the cds, but it continued to dive lateral. This cds was removed and replaced with another cds to complete the procedure without further incident. Four mitraclips were implanted reducing mitral regurgitation (mr) from grade 4 to 2. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported difficulty positioning the device was confirmed as the delivery catheter (dc) shaft was noted to be bent. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the observed shaft bend resulting in the confirmed difficulty positioning the shaft appears to be related to the observed bent actuator mandrel; however, a definitive cause for how the actuator mandrel became bent, could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.